Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 8 mmol/l at the time of the incident. The customer did not return the product back for analysis.

Manufacturer narrative:
The insulin pump received with a constant blank flashing white light on the display due to vertical cracked on display window board. No unexpected hot pump anomaly noted during testing. Insulin pump alarmed during testing, problem isolated to motor. Unit received with minor scratched lcd window, scratched case and pillowing keypad overlay.